Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Per technical summary # (B)(4) rev. A, structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, there was leaflet tearing reported. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, the patient's other underlying risk factors which included his younger age at implant likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted for 8 years and 3 months, underwent valve-in-valve procedure due to severe acute aortic insufficiency. The insufficiency was presumed to be secondary to a leaflet tear. Tte showed preserved ejection fraction (60-64%), severely elevated bioprosthetic aortic valve gradients, 3-4+ aortic insufficiency and 1-2+ mitral regurgitation. An edwards transcatheter valve was successfully implanted. The patient tolerated the procedure well and was brought to the recovery room in guarded condition. The patient was deemed stable for discharge hom eon pod #1.